Event description:
The fixator was applied to treat a distal radius fracture. Approx. Eight days after application, it was noted that the distal ball joint had loosened resulting in a loss of fracture alignment. The md performed a second surgery to realign the fracture and reapply the fixator.